Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. It was also reported the patient's programmer displayed a communication error. The patient has not recharged her ipg in 4 months. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014 and the ipg was explanted and replaced. The patient reports effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.